Event description:
It was reported that the patient had her internal neurostimulator (ins) replaced in 2008 because she "saw lights". The patient further stated that got a cut behind her left ear, which caused a loose connection. It was noted that the patient had an x-ray performed, and the physician indicated that there was a kink in the wire. The patient's records reported that the patient did not have her lead replaced. The patient outcome was not provided. Refer to manufacturing report # 3004209178-2012-06855.

Manufacturer narrative:
Product ID, 7426 lot# serial# (B)(4), implanted: 2003 (B)(6), explanted: product type neurostimulator product ID, 3387-40 lot# l72454 serial#, implanted: 1999 (B)(6), explanted: product type lead product ID, 3387-40 lot# j0230919v serial#, implanted: 2002 (B)(6), explanted: product type lead. (B)(4).